Event description:
It was reported that a pump user ran out of infusion sets while traveling, placed a new inset infusion set, and then observed rising blood glucose; the agent advised monitoring and to transition to alternate therapy if glucose stayed above 180 mg/dl for more than 90 minutes, and the user planned to contact their healthcare provider. Symptoms included hyperglycemia. Outcomes included guidance to switch to alternate therapy if persistent elevation occurred, with no hospitalization reported. Investigation included a review of the reported event details and user guidance provided. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.